Event description:
Consumer reports that "the end part of the toothbrush unit blew off and hit the window." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.